Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, prior to surgical procedure on (B)(6) 2023, dermatome not cutting properly, it was cutting in thin strips instead of sheets of skin. No impact to patient and/ or user. Due diligence information complete. No additional information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the reported event could not be confirmed; however, the 1 inch width plate was found to be damaged. The width plate was replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.